Manufacturer narrative:
Device investigation narrative -one biosure ha 10mm x 30mm screw received. This implant was received in very poor condition. Dimensional inspection verifies that this is a 10x30mm product. The thread conditions range from rolled over to missing substantial amounts of material. These conditions would be consistent with hard bone resistance. The head of the screw is quite disfigured and extremely stripped. To help avoid damages such as these, the IFU states: ¿use of a tap is recommended¿, ¿ in cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used¿, ¿ensure the screw is seated fully onto the tip of the screwdriver¿¿ due to limited clinical detail, root cause cannot be proved nor disproved. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the biosure ha 10mm x 30mm broke during insertion. The screw was removed and a backup biosure ha 10mm x 30mm screw was inserted into the same hole to complete the procedure. A short delay of less than 30 minutes was reported. There was no reported patient impact.